Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, defibrillation cycling, impedance testing and environmental chamber testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The electrode pads and battery used were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.